Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that they were going to move the implantable neurostimulator from the butt to the back. There was pocket site tender ness and a culture was taken. The patient was taken to the operating room and there was a possible infection at the pocket site. The entire system was explanted. No further complications were reported or anticipated.